Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter was returned for investigation and passed external visual inspection. Bluetooth testing was performed and the transmitter passed. Log data was reviewed and found a loss of connection. Functional testing passed the reported issue of loss of connection was confirmed. A root cause could not be determined.